Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from, approximately 2 years and 7 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, paravalvular leak (pvl) was noted and the valve was post dilated to resolve the pvl. The patient is stable post procedure.

Manufacturer narrative:
Correction to h6 based on addition evaluation. The complaint for paravalvular leak was unable to be confirmed due to unavailability of medical report/relevant imagery. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of instructions for use (IFU)/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It was reported that approximately 2 years 6 months 13 days post transfemoral tavr procedure with a 26mm sapien 3 valve, the patient's valve presents paravalvular leak (pvl). A commander delivery system was used to post dilate the valve with an additional 2+ cc's. The pvl was successfully treated with post gradient of 3 mmhg. Per salesforce, the valve landed 90/10 (aortic/left ventricle) with no paravalvular leak during the initial procedure. Due to unavailable of relevant imagery and information, a definitive root cause was unable be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.